Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the anchor of the device did not push out normally. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.